Manufacturer narrative:
D10. Concomitants: humeral stem or stemless. Reverse humeral liner 320-42-03. Reverse humeral tray 320-10-10. Reverse glenosphere 320-08-42.

Event description:
It was reported post-op via clinical study that the 67 yo male patient experienced aseptic glenoid loosening. Patient's right shoulder pain has been increased since last visit. CT scan shows questionable non-displaced periprosthetic fracture around the superior glenoid component. The date of event onset is (B)(6) 2023. The patient is scheduled for revision surgery on (B)(6)2023. The patient¿s outcome was last known as continuing.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side, a revision almost 6 years after initial replacement, and an additional revision approximately 2.5 years following. Subsequently, the patient has experienced a displaced right scapular spine fracture with continued pain. Patient has been engaging in non-operative treatment of pain with no relief. X-ray and CT show displaced scapular spine fracture. As a result, approximately 3 months after the last revision procedure, the patient underwent an open reduction with internal fixation procedure. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, g3/g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The scapular spine fracture reported may be the result of aseptic glenoid loosening in a reverse total shoulder arthroplasty setting. However, the sequence of events, contributing factors, and reported failures cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices appear to remain implanted and no radiographs or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.